Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 200 units of insulin. Reportedly, a new cartridge was loaded successfully; however the insulin gauge displayed an inaccurate fill estimate value of 105 units. Reportedly, the customer filled the cartridge with 200 units of insulin. Although requested, the customer declined to load a new cartridge and continued to use the existing cartridge for insulin therapy. The customer¿s blood glucose level was 241 mg/dl.